Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 555 mg/dl. The customer's blood glucose was 457 mg/dl at the time of incident. The customer¿s current blood glucose level was 373 mg/dl, 222 mg/dl. The customer was treated with intravenous insulin and medication for nausea. The insulin pump alarmed insulin flow blocked but the issue was resolved by troubleshooting as insulin exited the tubing of the insulin pump. The device will not return for analysis.